Manufacturer narrative:
Model number/catalog number: 72404252-10. Serial number: n/a. Batch/lot number: 1000194480. Model/catalog description: lgx preconnect ms 18cm ps 10cm tl iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. A risk review was completed and confirmed that the events of inflation issues, migration, and fluid loss were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) implant device was no longer inflating. A surgical procedure performed during which the entire device was explanted. Upon explant the physician identified that the reservoir had migrated to the scrotum when previously located in the space of retzius, and there was a fluid leak at the reservoir. There were no patient complications reported.